Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the user identified the device does not detach from the holder. The following information was provided by the initial reporter. The customer stated: we have two problems: the vacu-body does not disassemble easily, a pair of pliers is needed. The biomerieux blood culture vacuums on the market do not fit easily and they move. As a result, the nurse are tempted not to use a vacutainer, which is a big step backwards.

Manufacturer narrative:
H.6. Investigation summary: no customer samples or photos were received for evaluation. As no customer samples or photos were received the scope of this investigation is limited and retains cannot be tested as the batch number is unknown. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. A review of the DHR could not be performed as the batch number is unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the user identified the device does not detach from the holder. The following information was provided by the initial reporter. The customer stated: we have two problems: - the vacu-body does not disassemble easily, a pair of pliers is needed - the biomerieux blood culture vacuums on the market do not fit easily and they move. As a result, the nurse are tempted not to use a vacutainer, which is a big step backwards.